Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer reported that a split appeared on the arterial catheter close to the connector, the connector had been fitted on (b)64) august. It caused air to enter the dialysis machine. The dialysis was stopped and a new catheter fitted. The patient, a (B)(6) old female, was suffering from a septic shock with hepatic and renal failure.